Event description:
It was reported that there was a perforation. A greenfield filter was implanted in 2001. On (B)(6) 2019 it was noted that a perforation had occurred. No further patient complications were reported.